Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level was over 600 mg/dl. The customer¿s blood glucose level was 251 mg/dl at the time of the incident and current blood glucose level was 573 mg/dl. The customer¿s blood glucose level were 246 mg/dl and 247 mg/dl. The customer was treated with needle and pen. The customer declined to perform the high pressure test. The customer was advised that the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.